Event description:
This lead was explanted and replaced due to high thresholds. Should add'l info become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. During the visual inspection it was noted that the distal part of the lead body was twisted. A stylet could not be properly introduced into the lead's lumen. The lead was destructively analyzed and coagulated blood was identified in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The analysis showed also deformations of the inner coil close to the is-1 connector pin. These damages were most likely caused by over-rotation of the inner coil while retracting the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.